Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. The lens was inspected at 10x microscope magnification. The lens was received cut in two pieces (approximately halves). Small loose particles were observed on the sample compatible with handling the lens. Stains of hardened viscoelastic were dispersed through the lens. No damage was observed on the haptics. The returned lens condition was consistent with a lens that has been removed from a patient's eye. Results code operational was chosen as the received lens condition was indicative of a lens removed from a patient's eye. There was no indication that the lens removal was related to the manufacturing process. The investigation results suggest that the probable cause for the event, as reported were due to an anatomical issue with the patient, there was no product problem. A review of the manufacturing records were performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was removed and replaced during the same procedure due to capsular bag collapse. It was stated that the iol was unstable in the eye after insertion. There was no incision enlargement or vitrectomy performed, and there were no patient complications. The patient specifics were not provided. The lens was replaced in the same procedure. No further information was provided.

Manufacturer narrative:
Age/date of birth: (B)(6). Gender/sex: female. The removal of the intraocular lens (iol) was due to anatomical reasons, there was no product problem. Replacement of another lens within the same procedure. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.